Event description:
Pt undergoing gyn procedure under conscious sedation required artificial airway to prevent obstruction. Nasal airway used was very rigid and hard, resulting in traumatic placement and bleeding.